Event description:
It was reported intermittent occlusion alarms occurred. The customer¿s blood glucose level was displayed as "high," specific value unknown. To address the high blood glucose levels, the customer took a correction bolus via the pump and reloaded the same cartridge to resume insulin without changing supplies. The customer experienced frequent occlusion issues but declined additional assistance.